Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer believed the insulin pump was delivering too much insulin. The patient's blood glucose was 57 mg/dl, for which a nurse gave him glucose tablets. Troubleshooting was performed. The drive support cap appeared normal. The most recent set change was two days prior. The customer was using rapid acting insulin. The settings were accounted for and accurate. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump was not exposed to any strong magnetic fields. Nothing further was reported.